Manufacturer narrative:
(B)(4).

Event description:
It was reported patient was using a heating pad right over the implantable neurostimulator (ins) and now it hurts over the ins. The patient reported she had lower back pain and used the heating pad. The health care provider (hcp) stated in the past the patient has turned stimulation off for a period of months but her incontinence was uncontrollable. The hcp confirmed the therapy did help with her incontinence symptoms. The hcp stated that she was unsure if patient has tried turning it off since the pain over her ins has started. The hcp stated patient did meet with a manufacturer representative a couple weeks ago and had impedances checked. The hcp stated everything was normal at that time. The hcp stated this was on (B)(6) 2015 and he found 1 program to work the best at 1.55v. The patient has not reported any falls since the pain over her ins but has had falls in the past. The hcp did not know when these occurred. The patient service reviewed patient could try turning stimulation off to see if this helps with the pain, checking impedances again since the pain started, and seeing if the pain was related to specific positions. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.